Manufacturer narrative:
Batch review performed on 21 january 2020: lot 165514: (B)(4) items manufactured and released on 21-nov-2016. Expiration date: 2021-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any event reported.

Event description:
About 1 year post primary revision surgery for suspected infection. Knee washout and liner exchange performed. Infection not confirmed after revision.